Manufacturer narrative:
Based on item a4805 lot number 3787462 product mx4805p1cz lot number was found as 3814401. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The reported event was confirmed. The root cause of the reported issue was unable to be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported the pressure gauge does not return to zero. No patient injury was reported.